Manufacturer narrative:
H.6. Investigation: this memo is to summarize findings on the recent complaint against bd columbia agar with 5% sheep blood, catalog number 254071, lot number 1243747 with respect to contamination. Event description: it was reported that three plates of lot 1243747 arrived contaminated. Complaint history review: complaint trend was analyzed for the past 12 months. No similar complaints for lot number 1243747 were registered. For catalog number 254071 additional contamination complaints were reported in the past 12 months. Trending reached an internal action limit and an investigational team was formed. Batch history record (bhr) review: the bhr was reviewed. No deviations from the validated production processes were reported. All qc release testing was satisfactory. Sample analysis: return samples samples were not provided for analysis. Picture samples provided by the customer show a plate columbia agar with 5% sheep blood of lot 1243747 affected by a biological contamination. Evaluation results: based on the pictures provided by the customer and the internal investigation, this complaint can be confirmed for contamination. A definite root cause could not be identified. Retain samples of lot 1243747 were analyzed and showed no sign of contamination. Investigation conclusion: aseptic manufacturing processes are unable to guarantee sterility of the given product. Since a 100% inspection is not possible for aseptic products, sterility testing carried out on the basis of a representative sample. Therefore, occasional contamination cannot be prevented. However, a negative trending was identified and action limits were reached. An interdisciplinary team was formed to drive the investigation in an incentive to further reduce the occurrence of contaminations. Effectiveness checks indicate a significant improvement to the situation. Bd will continue to monitor all incoming complain for similar defect types. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that 3 bd bbl¿ columbia agar plates with 5% sheep blood were found contaminated. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "contaminated plates observed when opening the plastic bag."

Event description:
It was reported that 3 bd bbl¿ (B)(4) agar plates with 5% sheep blood were found contaminated. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "contaminated plates observed when opening the plastic bag".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.